Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue: cs 087, not able to clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: the black box and alarm history were reviewed and cs064-0008 (motor) and cs088 (watchdog) alarms were observed. The pump was able to rewind, load and prime appropriately; however, a cs 128 alarm occurred during testing which indicated a post-delivery motor power dully fault. The pump cover was removed and the c24 component was found to be detached and sitting on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Initial reporter: (B)(6).